Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer¿s family regarding a patient who was implanted with a neurostimulator. Per patient's daughter, the patient does not have one that works anymore (no more active devices). Per patient's daughter, "it" went out because the patient almost died because the doctor monitoring it did not change the battery in time. The patient's daughter verified that neither of that 2 device sets work so they decided to remove it, then hung up. No further complications were reported/anticipated. The patient¿s indication for use is listed as intestim-other.